Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the motor having pump not inserted and pump not connected alarms prior to use with the patient was confirmed via visual analysis and testing of the returned unit. The centrimag motor (serial number (B)(6)) was returned and evaluated at the service depot. During the evaluation, the reported event of the pump not inserted/pump not connected prior to use on the patient was confirmed. The motor was connected to a test loop and was run at 5000 rpm. During the operation, the motor¿s cable was flexed at the cable bend relief at the console connector end and the pump stopped, causing the console to alarm with an m2: motor disconnected alarm along with an s3: system alert alarm. This was repeated multiple times. Due to this event, the returned motor cannot be recertified and will have to be removed from service. The motor was then forwarded to ppe for further analysis. Ppe evaluation revealed that the reported event was reproduced during testing. During testing, the motor was connected to a mock loop and the cable was flexed at the console bend relief end, and the reported event of the motor stopping was confirmed. An m2 motor disconnected alarm was active on the monitor/console. A cable continuity test was then performed on the cable and it was observed that there was elevated fluctuating resistances on the motor¿s input and output current of bearing phase a2 (blue and red power wires) when manipulating the cable, which would cause the observed alarm to occur. The cable jacket and shielding were dissected to reveal that several wires were kinked. No conductors were visible. The kinked wires could have contributed to the m2 motor disconnect alarms. The root cause of the reported event was determined to be due to wire fatigue in the motor cable. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including m2 alarms. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rental motor was showing pump not inserted and pump not connected prior to being used with the patient. The implant was complete with backup motor without any adverse patient issues. The motor was returned for evaluation.

Manufacturer narrative:
There is no patient involvement; therefore, patient information is not pertinent to the investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the rental motor was reporting pump not inserted and pump not connected prior to being used with the patient. The implant was complete with backup motor without any adverse patient issues. The motor was returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.